Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735638, software version: (B)(4). UDI unavailable for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date unavailable for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported there was a failed registration during an in office balloon procedure. After performing a trace registration, the trace pattern shifted superiorly by approximately 1 centimeter and registration failed. Trace registration was attempted multiple times after this with the same superior shift and failed registration. Point merge registration also failed with the third point on the patient's left eye. It was noted there was no movement of patient tracker, and the exam and registration qualities were accurate. It was also noted metal was removed from the field. The use of navigation was aborted and the procedure was completed with a septoplasty. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no impact on the patient outcome.